Event description:
Received information that alleged the fitbone nail broke during treatment, patient underwent a revision procedure.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.